Event description:
The pt received the initial injection of artz dispo to their knee joint after drainage of joint fluid due to oa of their left knee. 6 days later, the 2nd injection was given after drainage of 23ml of transparent joint fluid. 7 months later, they received the 26th injection to their knee joint. In the same day, their knee joint swelled two-fold size, and went to an emergency hosp. According to a report from the hosp, they drained about 70ml of turbid fluid due to the swelling the next day. From the drained fluid, sterptococus was positive. 12 days later, CPR value showed 16.2. 6 days later they were admitted to another hosp. 5 days later, a synovectomy was performed under an arthroscope. Under the arthroscope, since a proliferated lipid was clearly observed, the part was cut off by a shaver and drained as quickly as possible. As of one month later, the CPR showed higher value between 0.5 and 0.8, which is a little higher than the normal value, but the pt is keeping an event condition from a clinical point of view. At the present they improved and is attending the hosp where they received injections of artz dispo.